Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). The result from the meter was 2.0 inr and the result from an unknown method 1 to 2 hours later was 6.52 inr. The patient was retested with the meter and the result was 1.3 inr. There was no allegation of an adverse event. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.